Event description:
It was reported that the johnson and johnson(jnj) preloaded intraocular lens (iol) has a marking on the optic. The iol was implanted. It does not appear to be visually significant post operatively. The marking was described to look like posterior capsule opacification (pco) but was actually on the lens. There was no incision enlargement, capsule tear, or vitrectomy. No medical intervention and no patient injury was reported. No further information was provided.

Manufacturer narrative:
Section a2, a4, a5 patient information: information unknown/not provided. Section d6b, if explanted, give date: not applicable as the iol was not explanted. Section h3-other (81): the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: the initial report 3012236936-2024-00401 should have included the following information. This current report captures this correction: section h3, if not evaluated, select an explanation as to why not: other (code unspecified, describe in h10) (81). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.